Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the patient experienced intermittent dizziness, and lightheadedness, for approximately 10-14 days. The patient presented to the clinic and evaluation revealed the right ventricular (rv) lead exhibited high and rising thresholds, and loss of capture with inhibition of pacing. The high rv output was known and was presenting higher than previously noted. It was also reported that there was suspected his bundle lead varying thresholds. The device settings were re-programmed along with the rv lead and the his bundle lead set to high outputs. The right atrial (ra) lead exhibited a failed lead position check and undersensing noted on stored electrograms. The patient was sent to the hospital. The following day, upon re-evaluation the rv lead exhibited unstable thresholds. It was also reported that the rv lead exhibited low and fluctuating impedance, t-wave oversensing (twos) and high sensing integrity counter (sic) from the previous week. The device mode was re-programmed, and in lieu of the patient¿s congenital heart block, the rv lead sensitivity was reprogrammed, and the right ventricular threshold monitor feature was set to monitor. The patient was monitored overnight with no symptoms, loss of capture or oversensing. However, there were adjustments made with the right ventricular and his bundle lead threshold monitor feature and the ventricular sense response were turned off. The rv lead, his bundle lead and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.